Manufacturer narrative:
Date of event is estimated the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2022-17351. It was reported the patient experienced autoreducing, and high impedances on all contact. Surgical intervention may take place at a future date to address the issue.

Event description:
Related manufacturer reference number: 1627487-2022-06389. Additional information was received stating surgical intervention took place where the whole system was explanted and replaced. There were no complications and effective stimulation was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.